Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. Reference exemption #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the pressure transducer test and safety valve test during system checkout. There was no patient involvement. Manufacturer ref#: (B)(4).